Event description:
It was reported that the left ventricular (lv) lead exhibited a drop in impedance levels. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2009, product ID: 507645 implantable pacing lead, implanted: (B)(6) 2009; product ID: 694765 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).